Event description:
The facility representative reported "stop button fails to work" on a colleague pump during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention has been reported related to the device. No additional information was available.

Event description:
Novasure device would not retract to remove it from the vagina. MFR called. Dr was able to remove it with difficulty. Laceration in cervix repaired.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.

Manufacturer narrative:
The device has not yet been received for evaluation for "stop button fails to work". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as colleague 2006.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: post procedural myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via study that a pt presented with myocardial infarction (mi) and elevation in segment. No additional event or pt info is available.